Event description:
During a follow up visit, a pt services rep (psr) received a report from a (B)(6) old female pt about issues with the pt's battery. She stated that the battery did not seem to be charging all the way. The pt was provided with a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery (B)(4) has been completed. The reported problem was confirmed. The cause of the battery issues was a broken white wire within the battery pack where the wire attaches to the battery cells. The broken wire caused an open connection between the battery cells and the battery board pca. The root cause of the broken wire has not been determined but may have been caused by a severe shock from dropping the pack. No adverse event resulted from the broken internal wire. The pt was provided with a replacement battery pack.